Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a possible infectious corneal ulcer." As there was no product returned or lot info provided, no detailed investigation can be performed.

Event description:
An optician reported referral of a pt for treatment of a possible infectious peripheral corneal ulcer, right eye associated with wear of night&day contact lenses. The ulcer was located at the 10 o'clock position outside the visual axis and caused the patient pain. No anterior chamber reaction was observed. Possible scarring is noted, but unconfirmed. Pre-event acuity noted as 6/5, right eye. Current acuity and outcome info unk. Several requests have been made for add'l details; however, no further info has been provided.